Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Additional text: high power, low speed, "pump stopped", no flow; inflow and outflow graft. Specific component(s) involved: external battery malfunction; inflow graft. Malfunction/malposition; outflow graft malfunction/malposition; other component malfunction, specify. Additional text: batteries depleted; clot; clot. Other component: percutaneous lead evaluated for compromise by thoratec clinical rep. Intervention(s): replacement of external controller; replacement of driveline; replacement of inflow graft; replacement of outflow graft; replacement of pump; other interventions, spe. Cify; replacement of external battery. Other intervention: electrical test of driveline performed by thoratec clinical rep. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Specific component(s) involved: external battery malfunction, inflow graft malfunction/ malposition, outflow graft malfunction/ malposition, other component malfunction specify.